Manufacturer narrative:
(B)(4).

Event description:
It was reported that when checking and allevyn life with the new back-cover, silicone does not offset into the back-cover, but there was a small lift in the silicone adhesive on the foam pad. It was noticed that the silicone could be easily rolled off the foam pad. No case was involved. The customer is not happy because she often has a lot of work to clean silicone residues of the patients skin when an allevyn bandage is removed. The silicone is still too soft or at least has a problem with offsetting from the foam pad.

Manufacturer narrative:
H3, h6: we have now concluded our investigation into this complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history review found further instances of the reported event in the past years. The device, intended for use in treatment, was returned for evaluation. A visual inspection and functional evaluation identified silicone offsetting, establishing a relationship between the event reported and the device. The root cause was traced to device design. A corrective action is being carried out into this failure mode, therefore no further actions are deemed necessary into this specific complaint. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.